Manufacturer narrative:
Insulin pump received with button error alarm due to flattened button dome switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to button error alarm. Device had scratched display window and cracked display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.